Event description:
It was reported that during a da vinci-assisted thoracotomy surgical procedure, an issue with the erbe. The site was performing an open procedure and was using the erbe separately from the system. When the surgeon activated monopolar energy, the instrument shield caught fire. There was no patient injury noticed. The third-party instrument and cabling used to connect to the erbe were unknown. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was checked upon powering on, and it initially did power on without errors. The monopolar setting was turned down from 6 to 4 then switched to a valleylab esu. The bovie pencil and tip were also switched out for new ones. Procedure was completed with a valleylab esu, new bovie pencil and new insulated bovie tip. The case was always open surgery. Additionally, the procedure was intentionally scheduled as open and remained open. It did not convert due to any dv malfunction. The 3rd party equipment (covidien insulated bovie tip) caught on fire. It was connected to the dv erbe at the time. It is unknown if the erbe was the cause of the fire or not.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the iesu to resolve the reported issue. Fse performed ground bond and earth leaking test on old erbe and visually inspected and found no issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu reported failure could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. The complaint was not confirmed based on the failure analysis evaluation.